Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) male patient receiving intrathecal bupivacaine and dilaudid (concentration and dose asked; unknown) via an implantable infusion pump. The indication for use of the device was for lumbar radiculopathy, degenerative disc disease/herniated disc pain, and non-malignant pain. The concomitant medications and patient history were not reported. It was reported that the pump was dead ((B)(6) 2015), specifying that there was a motor stall (motor something) that could not recover. The actual issue was unknown. The patient was not currently receiving therapy, and the replacement surgery has not been scheduled yet. No symptoms were reported. The situation was being addressed by the health care provider (hcp). Additional information received from the health care provider (hcp) reported that the patient's alarm date was (B)(6) 2015, and on (B)(6) 2015 he presented to the office in withdrawals. The patient stated that the alarm had been beeping for 5 days, but did not know what the noise was. The pump had stopped, and was set to minimum rate mode. The troubleshooting and cause for the "dead" pump was unknown. The issue had not been resolved; the patient was considering replacement versus removal. The reason that the noise was not recognized as the pump alarm remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional in formation is received this report will be updated.

Event description:
Additional information received from the manufacturing representative reported that the pump was going to be replaced at some point.